Event description:
The surgeon reported that the position of the holes in the straight reconstruction plate did not match the position of the holes in the fixation plate, thus preventing the fixation of the plate into the condylar carrier segment. An angled reconstruction plate was used without further incident. This event is being reported as a serious injury due to surgical delay.

Manufacturer narrative:
Evaluation results as received from howmedica leibinger gmbh indicate that even the product was not returned to MFR, base on the case description, it was possible to determine that the observed incompatibility is related to the user's incorrect selection of system components.